Event description:
Information was received that reported, a pt was hospitalized in 2007 due to hyperglycemia. The reporter states, the pt had unresolvable high blood glucose levels for 48 hrs. She went to the hospital and was admitted with a blood glucose greater than 20mmol/l. She was treated with IV insulin and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.